Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22april2019. Phone number not provided. Manufacturers product support engineer (pse) evaluated the unit and confirmed the reported issues. Pse replaced the unit's oxygen solenoid valve and data acquisition (da) pcba to resolve the reported issue. Pse also replaced as part of preventative maintenance (pm) the unit's battery. Unit was tested and passed all testing. Unit ready for service.

Event description:
Customer contacted technical support stating that unit was failing testing for low pressure leak test and oxygen accuracy testing. The customer reported there was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date rec'd by MFR: 31jul2019. Visual inspection of the returned data acquisition (da) printed circuit board assembly (pcba) revealed no evidence of damage or contamination. A failure investigation (fi) technician installed in a fi ventilator the returned da pcba to attempt to duplicate the reported complaint. The fi technician was unable to duplicate the reported complaint of the da pcba. The da pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 02aug2019. Failure analysis on the returned oxygen valve shows that unknown debris wedged between the orifice body and seal inside the oxygen valve solenoid assembly created the oxygen accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.